Event description:
An abdominal surgery procedure was being done when the electrosurgical connecting cable began to burn near the end that plugs into the generator. Another cable was substituted and the case was completed. No pt or operator injury occurred.